Event description:
Mom notified our company that the freedom 60 flow rate tubing is defective. The end of the tubing (the plastic piece) that attaches to the syringe for sqig infusion comes apart. Mom states this is the second week in a row that this issue has occurred and the medication was lost/wasted with the dose last week, but this week the infusion was already finished when the end of the tubing came off. Mom states the lot# is 1.084/15 and it is the 275 ml size tubing. Our organization carries multiple sizes of this tubing, and all of the other sizes did not pull apart as easy as the 275ml. We pulled two other lot numbers of the 275ml tubing and they were easy to pull off the hard plastic piece from the tubing. Organization is in the process of changing to a different tubing set for sqig infusions.